Event description:
At about 8 months after the primary surgery, the patient came in reporting instability due to laxity. The surgeon revised the tibial insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2113261: (B)(4) items manufactured and released on 29-nov-2021. Expiration date: 2026-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.